Manufacturer narrative:
Device history records review was conducted. The report indicates that the: DHR review for: part #03.632.001, lot #6611820. Release to warehouse date: (B)(6) 2011, (B)(6) 20011, (B)(6) 2011. Expiration date: n/a. Supplier: (B)(4). Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A manufacturing investigation action was conducted/performed. (B)(6) 2017 the report indicates that the: (B)(4) reported the following: as a matrix degenerative holding sleeve was removed from a screwdriver, it was noticed that the threads were unravelling on the holding sleeve during a l3-s1 decompression and instrumented fusion procedure. The distal threads were confirmed to be peeling/cracked but intact (no fragments generated). The balance of the device has surface wear, including wear of the etch, which does not impact functionality. A visual inspection, drawing review and DHR review were performed as part of this investigation. The complaint is confirmed. Replication of the complaint condition is not applicable as the threads are already peeling. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. No definitive root cause was able to be determined. The failures are likely related to excessive force during use. There were no issues during the manufacture of this product that would contribute to this complaint condition. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. . Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6) the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. DHR review for part 03.632.001 lot 661820: release to warehouse date: expiration date: n/a supplier or manufacturer: lot number is invalid/not found in docusphere; if more information becomes available, the investigation will be reassessed if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following: as a matrix degenerative holding sleeve was removed from a screwdriver, it was noticed that the threads were unravelling on the holding sleeve during a l3-s1 decompression and instrumented fusion procedure on (B)(6) 2016. There was no reported surgical delay. This complaint involves one device. Concomitant devices reported: unknown screwdriver (part #unknown, lot #unknown, quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.